Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had dipped as low as 45 mg/dl and did not go up much after eating. The customer also reported that the highest blood glucose had been 286 mg/dl since starting therapy with the insulin pump. The customer did not know the reason for the low blood glucose but declined troubleshooting for these issues.